Manufacturer narrative:
Correction: disregard file, it is a duplicate to manufacturer report number: 2016493-2020-00774.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "patient had zosyn 4.5g m 100 ml set to infuse over 60 minutes. The pump infused the entire volume in about 30 minutes instead of 60 despite correct programing. Rn confirmed with a second rn that the settings were correct. No adverse reaction to the patient." An incomplete date of event of (B)(6) 2020 was provided."

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "patient had zosyn 4.5g m 100 ml set to infuse over 60 minutes. The pump infused the entire volume in about 30 minutes instead of 60 despite correct programing. Rn confirmed with a second rn that the settings were correct. No adverse reaction to the patient." An incomplete date of event of (B)(6) 2020 was provided.